Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 46 mg/dl. Bg was addressed with carbohydrates. Reportedly, the contact programmed the customer's personal profiles and believed to have programmed a basal rate that was too high. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.